Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 2 years post transfemoral tavr procedure with a 23 mm sapien 3 ultra (s3u) valve, the valve failed due to stenosis and calcification. The implanter determined that the existing valve had recalcified and elected to place a new valve within it. A new 23 mm sapien valve was successfully implanted within the s3u valve. No central leak was observed, and the patient was in stable condition following the procedure. There were no allegations of device deficiency, and no difficulty using the edwards device was reported during the case.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the edwards technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, sapien 3, sapien 3 ultra, and sapien 3 ultra resilia valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was confirmed based on medical records provided. Available information suggests patient factors likely contributed to the event as patient has a medical history of hyperlipidemia and diabetes. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Addition to b.5. Correction to b.7 and h.6: clinical code. Updates to b.4, g.3, g.6 and h.2.

Event description:
According to the medical records, approximately 2 years and 9 months after the initial implant, the patient reported experiencing a shortness of breath and was diagnosed with severe aortic stenosis. As a result, a valve-in-valve procedure was performed. A transesophageal echocardiogram (tee) performed approximately 2 months and 2 weeks prior to the intervention reported an aortic valve area (ava) of 0.84 cm2, a peak gradient of 66.5 mmhg, and a mean gradient of 34.4 mmhg. The findings noted a bioprosthetic aortic valve replacement (avr) with one leaflet appearing thickened, calcified, and fixed with no opening. At that time, peak and mean gradients were 110 mmhg and 53 mmhg, respectively. A computed tomography angiography (cta) performed approximately 2 years and 9 months post-implant revealed calcification of all aortic valve leaflets, with fusion of the right and left commissures as well as the non-coronary and left commissures. A new 23 mm sapien 3 ultra resilia valve was implanted without complication.